Event description:
Procedure type: not available. According to the reporter, needle broke on endo stitch. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).